Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. The infusion set tape did not adhere well. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.